Manufacturer narrative:
As of 01/29/2019 returned product and retained samples were submitted to the lab for testing in addition to review records of biocompatibility tests.

Event description:
The initial report on 01/04/2019 consumer informed that when using the product, it inflicted bodily harm. The completed customer information request (cir) was received on 01/16/2019. Consumer stated that he required treatment. In addition, consumer stated that the issue was with the tape area.